Event description:
It was reported that the right atrial lead exhibited an insulation anomaly. The lead was removed and replaced.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated but not yet begun.